Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Customer stated that they was down in the 40 mg/dl and did not get up to treat a week and a half ago sensor was reading in the 40 mg/dl also but it did not suspend him was using auto mode went over how auto mode works. The customer was assisted with troubleshooting and declined for low blood glucose. The device will not be returned for analysis.